Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The insulin pump was unable to confirmed alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that customer received a motor error alarm. Customer was not exposed to magnetic field or MRI. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.